Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: discarded by customer.

Event description:
The customer reported that the tip of the drill bit snapped off into the patient while drilling a hole into a variax elbow plate. The drill guide was used. The part of the drill bit that broke was removed from the patient. Procedure was completed successfully. No report of surgical delay or adverse consequences.